Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of air in the patient line. The report was not confirmed due to lack of product sample. A batch review was not performed because the lot number was unknown. Based on the information obtained from baxter's investigation, the root cause of the reported condition was not determined. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer contacted baxter's technical service center to request assistance on the home choice (hc) machine. Per the initial report, the caregiver (cg) stated there were no alarms but home patient (hp) saw some small air bubbles in the line. The technical service representative (tsr) explained that if the bubble were small soda type bubbles that was normal. The cg stated the bubbles were not small and were not causing any air gaps in the lines. The hp would continue with therapy. There was no patient injury or medical intervention indicated at the time of the initial report. The nurse was contacted on (B)(6) 2010. The nurse stated that she was aware of the air in the line reported on (B)(6) 2010. The nurse stated that she has spoken with the hp recently and they are currently performing therapy without any complications. The nurse stated she would follow up with the cg to ensure they are not having any issues. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample lot number is unknown at this time. The sample availability is unknown at this time. A follow-up MDR will be submitted if additional information is obtained.